Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of around 416 mg/dl. Patient's current blood glucose value: 230 mg/dl. Type of damage: drive support cap. Customer was neither in emergence room, nor admitted into hospital, nor was emergence medical services dispatched as a result of high blood glucose values. Troubleshoot was declined for blood glucose levels. Reportedly, patient had been having low blood glucose of about 42 mg/dl and treated with glucose after she got up 140-150 mg/dl, gave herself correction for 300u and brought her down to 460 mg/dl and then started doing corrections every 2 since then. Customer reported that patient at one point smelled insulin and couldn't figure it out and he realized when drive support cap was pushed insulin was coming out. No symptoms were reported. The insulin pump is expected to be returned for analysis.